Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 24 january 2017. The representative reported that they replaced the viewing station of the imaging system fuses with inventory on hand. Replacement fuses were then shipped to the representative to replenish inventory on-hand. The imaging system then passed the system checkout and was found to be fully functional. The imaging system is back in use and fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the fuses on the viewing station of the imaging system were found to be open. The system was noted to be down at this time. No additional information was provided. There was no patient present when this issue was identified.